Manufacturer narrative:
The investigation concluded device met specification. An assessment of the patient post-op scan concluded that the issue was caused by a significant deviation in the osteotomy performed during the surgical procedure, leading to the bone positions.

Event description:
The surgeon stated that actual movements obtained intra-operatively differed vastly from the movements planned pre-operatively. A revision surgery will be performed to correct the position of the jaws.

Event description:
The surgeon stated that actual movements obtained intra-operatively differed vastly from the movements planned pre-operatively. A revision surgery will be performed to correct the position of the jaws.

Manufacturer narrative:
Section d4: serial number has been deleted as it is not present in the label; UDI related data quality updates only. Section g: type of report changed from "initial" to "follow-up #1".